Event description:
It was reported that the svc coil impedance had jumped and was high. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the svc coil was suspected to be fractured. Defibrillation threshold testing was performed to ensure that the hvb coil could defibrillate the patient if needed. It was later reported that the patient came to the emergency room after receiving inappropriate shocks due to oversensing. High impedance was noted on the right ventricular lead and a possible fracture of the pace/sense portion of the lead was suspected. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).